Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of lhr (lot f1317002) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00413 for the first device.

Event description:
The following info was reported by aci sales rep: a mynxgrip (6f/7f) vascular closure device was pulled from its package and prepped in normal fashion. The device was found to have a hole in the balloon. A second mynxgrip device was pulled from its package and prepped in normal fashion. This device was also found to have a hole in the balloon. Both holes were noticed during the prep phase. A third mynxgrip was pulled and used successfully. The pt was not hospitalized.